Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device has not been received to date. If the further details are received at a later date a supplemental medwatch will be sent. Note: events reported on: mw# 2210968-2020-06963, mw#2210968-2020-06968. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a reservoir was used. The exit port plug of the reservoir was loose. Fluid leaked though the exit port, although it was closed. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.